Event description:
Reportedly the surgeon used 7/0 surgipro to tack onto the lateral wall. The pt returned to the o.r. As the patch ruptured. The suture had broken mid-strand. For the reop, the surgeon switched to a 6/0. Pt status fine. Procedure: endarterectomy, patch angioplasty.